Event description:
It was reported that the patient developed a pneumothorax one day post implant. The patient was hospitalized and the pneumothorax was drained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.